Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant, the implantable cardioverter defibrillator could not be paired with the smartphone application. The phone was changed and tried again with no success. The patient presented in hospital and the smartphone and the device were successfully connected after applying the magnet for 30 seconds on the device. The patient was stable.